Event description:
It was reported that the device was used during a low anterior resection, when inserting the disc, it tore. Opened another device to finish the case. There was no patient consequence.